Manufacturer narrative:
Other, other text: additional information was received with patient details, a2, a3 were updated.

Event description:
Information was received indicating that a patient was "self altering duodopa doses" on their smiths medical cadd-legacy duodopa ambulatory infusion pump. It was reported that the patient was "taking approximately 5 extra doses per day, but cns reports that patient told her that she alters duodopa extra dose before taking a shower." Per reporter the patient was advised that the care nurse needs to be contacted regarding any "concerns over doses or any adjustments that may be required." No additional information was provided. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the lock level was not currently set for pump. It was reported that the dose was increased from 1.0mls to 1.2mls. Per reporter, patient continued to administer four-five (4-5) extra doses per day but not after 5p.m. "When symptoms are perfect." Patient adjusts extra dose to suit required amount and extra dose has subsequently been increased to 2.5mls, and occasionally 3.0mls. Patient has been advised to lower extra doses and limit. Per reporter, patient is "happy with doses and doesn't want dose changes."